Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed left size g catalog#: 42532007901, lot#: 64773637, unknown femoral catalog#: ni, lot#: ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial insert would not seat into the tibial tray during a left total knee arthroplasty. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibits flared dovetail and nicks and gouges consistent with usage of device. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.